Manufacturer narrative:
(B)(4). The event description in the initial manufacturer report was incorrect and has been updated.

Event description:
It was reported that a spectrum pump had an undetected upstream occlusion during functionality testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. The alarms were confirmed through internal inspection. During the evaluation, the upstream sensor had cracks on the upstream sensor tail pins, which have been known to contribute to false upstream occlusion alarms. The failed upstream sensor was replaced. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump the device experienced upstream occlusion alarms. There was no patient involvement.

Manufacturer narrative:
(B)(4). The initial manufacturer report stated that the device was unable to reproduce the false upstream occlusion. This has been updated to state the device was unable to reproduced the undetected upstream occlusion.